Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately 0.546" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. A piece approximately 0.3835" x 0.1000" was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. The complaint regarding instrument is not recognized was confirmed by failure analysis. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument could not be recognized. No fragment fell into the patient. The procedure was completed with no reported injury.